Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: no device returned. Iol returned adhered to an adhesive tape. The lens is cut in half through the optic. The optic has marks/ lines/ scratched. Solution and glue are dried on the lens. The product investigation could not identify the root cause for the reported complaint "rip on the lens ". Only lens returned for evaluation, no device returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens presented with a rip upon implantation. The lens was removed during the initial surgery and a backup lens was implanted. The surgery was completed with no patient impact.